Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported failing upstream occlusion test. However the ultrasonic sensor was replaced during service which is a known contributor to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion test. There was no patient involvement. No additional information is available.